Event description:
It was reported to medtronic minimed that the customer reported ongoing sensor updating issues . The event involved product(s) unk_ngp,unomedical,mmt-332a,mmt-7040a. The customer reported high blood glucose (bg) with a current value of 600 mg/dl that lasted more than four hours, treated by bolus delivery. The sensor displayed a "sensor updating/sg value not available" alert, but did not persist for more than 3 hours. Troubleshooting was performed insulin pump system was in use within 48hrs and the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for unk_ngp,unomedical,mmt-332a,mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.